Event description:
Customer reported that the suture dissolved too quickly after surgery; the patient experienced a surgical wound dehiscence. The patient was returned to surgery for repair. Surgeon reports that the surgical knots were intact.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.